Event description:
It was reported that during spaceoar placement procedure, the saline solution flowed during the hydro dissection repeated punctures were made, gas was formed and obstructed the view, it was also reported that the ultrasound was old. This event resulted in an intravascular misplacement. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/11/2026. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.